Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 generator due to reported errors. The system was tested and verified as ready for use. Isi has received the e-200 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-200 generator kept throwing an error. Customer did not have the error number. No related errors were found in the logs. Customer stated they were having issues with monopolar and bipolar energy. The procedure was completed with no reported injury.